Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device had a longevity drop from thirteen years remaining to seven and a half years remaining in a span of three months. It was observed that this device was using high battery percentage. Device data was sent to engineering for review. Data analysis confirmed that the device was malfunctioning and should be returned for detailed analysis. To date, this device remains in service. No adverse patient effects were reported.